Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, a 29mm navitor valve was chosen for implant using an large flexnav delivery system. The annular dimensions of the native valve were perimeter 75mm and diameter 24 mm. There was significant amount of calcium to allow anchoring of the device. During procedure, the initial implant depth was 3 to 5mm and during the deployment from 80% to 100%, the valve went down partially to the left ventricle (1cm), and the final implant depth was 10 to 15mm. There was aortic insufficiency. The physician mentioned there was tension in the delivery system at the time of final deployment. The physician tried to reposition the valve using a lasso catheter, without any result. A new 29mm non-abbott valve was implanted. The results after the procedure was satisfactory, but the valve was slightly in contact with the septum, and the physician preferred to implant a pacemaker to avoid any atrioventricular block. The patient had a prolonged hospital stay for monitoring of rhythm. The patient was reported stable.

Manufacturer narrative:
An event of central regurgitation and device migration was reported. A returned device assessment could not be performed as the device remains implanted and is not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The reviewer noted that ¿one video (img_7918) shows an aortogram with the fully released navitor valve placed very deep within the annulus. The annulus is at the level of the commissure attachment features (cafs), approximately 25 mm deep on ncc and lcc. At this depth, the valve cannot function, likely resulting in the reported aortic insufficiency.¿ based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from the field indicated that there was an attempt to snare/reposition the migrated valve. Please note, per the instruction for use (IFU): ¿once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿